Manufacturer narrative:
MDR is being submitted, as a result of a retrospective complaint review.

Event description:
Provider states that the pump is leaking oil from the top of the cylinder which is causing the lift to slowly lower when they lift the patient up in it.